Event description:
It was reported, the pt started feeling a sensation of overstimulation when the pt attempts to sleep on his right. The pt had a cardiac defibrillator implanted sometime after receiving the scs system. The pt mentioned the sensation began after he had the battery changed in his defibrillator recently. The pt is working closely with his cardiologist to determine a resolution to the issue. The pt is aware of contra indications of having the two devices being implanted simultaneously.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.